Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace has been returned and evaluated by the failure analysis team. The instrument was found to have a blade broken at the base. A piece approximately 0.4135" x 0.1300" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the harmonic ace generated a message to reduce the pressure from the blade during use. The customer reassembled and cleaned the blade, but the error message continued. The procedure was completed with no reported injury.